Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000309 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and when the catheter was inserted in the sheath after puncture, the hemostatic valve failed, and blood flow was reversed. The issue was resolved by replacing the vizigo sheath with a new one. The procedure was completed without any problems. The hemostatic valve itself was not broken. No adverse patient consequence was reported. Additional information received indicated that the hemostasis valve (gasket) did not dislodge inside the hub. The brim cap/hub did not become detached from the sheath. No air entered the patient¿s body and a few drops of blood was lost, however, the exact amount is unknown.